Event description:
It was reported that the device was implanted in 2008, and that the pt fell and suffered a distal periprosthetic fracture of the femur which required surgery and the implantation of 4 cerclage wires around the femur at approx 11 months later. The pt was revised in 2009, due to failure of the ceramic liner. Stem and cerclage wires remain implanted.

Manufacturer narrative:
Eval summary: specifics about the alleged failure were not given, the product could have dislodged from the shell or fractured during the fall, for example. The products in question were not returned and it is unclear if the x-rays are before or after the ceramic liner failure. Pt info such as activity level, weight, height, age, and specific degenerative joint disease were not given. Pt activity during alleged failure was also not given. A probable reason for the event is the fall (described in the initial product experience report), however, the exact cause or issue of the alleged complaint cannot be definitively determined. Eval codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.